Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 42 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, after implant of the main body stent graft, it was planned that an etlw1613c199 limb would be implanted on both sides by landing on the external iliac artery. It was reported that the vessel tortuosity was severe and the elasticity was poor, especially on the left side. This made operation of the guidewire and angiography catheter difficult. To implant the left contralateral limb, a non-medtronic (cook check-flo) sheath was first inserted, and then the left contralateral limb was inserted and deployed. After implantation, when retracting the nose-cone of the delivery system, it became stuck in the eia on a stent stump 3 cm distal from the iia. The physician then removed the sheath. It was observed that the tip of the retrieved non-medtronic sheath was kinked. Due to this kink, the left femoral artery was damaged during the removal of the device. A surgical repair was performed and a non-medtronic (viabhan) stent was implanted. The procedure was then completed. As per the physician, the cause of the event could not be determined. It was noted that the damage to the femoral artery was not due to the endurant ii device, but rather due to the non-medtronic (cook) sheath. It was confirmed that it was believed that the removal of the endurant delivery system caused the non-mdt sheath to kink no additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.